Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the physician noted that the shaft of the cypher select plus 2.5 x 28 mm stent was broken/fractured after the product was removed from the packaging. The product was not clinically used in the patient. There was no reported patient injury. Multiple attempts to retrieve detailed information made were unsuccessful. The product was returned for inspection. One non-sterile cypher select + 2.50x28 mm was received coiled inside a plastic bag. It was separated (broken) in two at 135.1 cm from distal end in the metal shaft area. One kink was found at 16.2 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. Damages were found between the length of 126.1 cm and 129.8 cm from distal end. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. The section where the shaft got separated (broken) appears as if it had been bent before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported body/shaft separated was confirmed. The cause of the failures reported by the customer could not be conclusively determined. Neither the DHR review nor the product analyses suggest that the reported failures could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken.

Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), the physician noted that the shaft of the cypher select plus 2.5 x 28 mm stent was broken/fractured after the product was removed from the packaging. The product was not clinically used in the patient. There was no reported patient injury. Additional information has been requested.